Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter, translated from chinese to english: connect the positive pressure connector and the liquid cannot pass through. Additional information received by the customer: please return the affected product (with its original packaging as far as possible) to us for investigation. The nurse has not been retained and has been discarded. If it is not possible to return the affected product, please provide detailed photos of the product and the damaged area. No photos were taken. Please confirm the brand and model of the connected product. The infusion set is a volt infusion set. Please confirm the number of affected products. 1 piece. Please confirm that the fault was found during preparation or infusion. If it was during an infusion, how long after the infusion was discovered? After connection, it is found that there is no liquid, and it is found in preparation. How long has the product been in use when you find the problem? Just used. Confirm the substance that was being infused at the time of the problem. Normal saline. Please confirm whether there is any obvious damage to the device, such as flashing, piston deformation, etc. There is no damage on the outside.

Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: "liquid can't pass through a positive-pressure connector." The product in use at the time is reported to be a mz1000 china from lot 24066901. Further information from the customer stated that the reported defect was identified during preparation using saline solution and fluid was not flowing after connection with volt infusion set. And customer confirmed that no visible damage noticed in the product. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24066901 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.